Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the sagittal split ramos osteotomy (ssro) operation on (B)(6) 2014, the surgeon had difficulty fixing the locking screw since the screw easily fell from the tip of the screwdrivers. Eventually using a straight screwdriver instead, the surgeon could manage to fix the locking screw. It is suspected that the root cause might be wear of the tip of the screwdriver. The surgery was extended due to this event but there is no information how long it was extended. There was no adverse consequence to the patient. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. According to the manufacturer¿s inspection certificate. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: our investigation shows slightly wear and tear signs at the tip of the screwdrivers shaft. The manufacturing review shows a non-conforming report, regarding the screwdrivers shaft, which had no negative influence onto the design, functionality and quality of the product. The correct material and hardening procedure was used. A 100% functional check guaranteed the functionality of all instruments when left our facility. Based on the received information we cannot determine the exact root cause. It is likely that a mechanical overload situation during use lead to the wear and tear on the screw recess and has finally lead to the malfunction of the devices. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.